Event description:
It was reported that the screen is discolored and hard to read. Also the screen is fuzzy and dark. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the screen was discolored and hard to read. It was also noted that the keyboard hinge was broken and the electrocardiogram (ECG) connector was loose.